Event description:
The pt reported that the pt was unable to test on spouse's one touch profile meter due to missing segments on the display. The pt tested on the pt's spouse's meter with a result of 358 mg/dl. There was no treatment, nor allegation of harm.